Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included deafness and back problem. She was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular and super), one tampon, every four hours, vaginally for menstruation (lot number 0331m1367, expiration date unspecified). After two days of use, the consumer reported that the string was pulled off and tampon got stuck inside her vagina. She removed the tampon and the device was not used further. She stated that, the strings of the tampon were not tight enough. The report was assessed as non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included deafness and back problem. She was not taking any concomitant medication. On (B)(4) 2012, the consumer started using o.b procomfort multi pack (regular and super), one tampon, every four hours, vaginally for menstruation (lot number 0331m1367, expiration date unspecified). After two days of use, the consumer reported that the string was pulled off and tampon got stuck inside her vagina. She removed the tampon and the device was not used further. She stated that, the strings of the tampon were not tight enough. The report was assessed as non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, a batch record review of manufacturing and packaging revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. The analyst performed a visual inspection of the retain sample and found no nonconformance or manufacturing defects related to this complaint. The analyst performed a review of the complaint data associated with these categories and found no adverse trends and no trend involving this lot number. The sample was received on (B)(4) 2012, which contained an empty tampon applicator, origin unknown, along with a note indicating that cotton is missing. The returned sample did not correspond to the product of this complaint (o.b procomfort multipack) nor to the complaint subject (broken string). The manufacturer did not produce tampons with applicator and the appearance of the returned sample did not allow to identify its origin, therefore no additional investigation could be conducted. Based on the investigation performed and on the sample received, this complaint was not confirmed. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included deafness and back problem. She was not taking any concomitant medication. On (B)(6) 2012, the consumer started using o.b procomfort multi pack (regular and super), one tampon, every four hours, vaginally for menstruation (lot number 0331m1367, expiration date unspecified). After two days of use, the consumer reported that the string was pulled off and tampon got stuck inside her vagina. She removed the tampon and the device was not used further. She stated that, the strings of the tampon were not tight enough. The report was assessed as non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.